Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was turning off. It was stated that the stimulation turned off or felt like it turned off when the patient reached into a freezer at a store on two different occasions. The patient was concerned about the magnets on the door of the freezer. The location of the patient's symptoms was in paresthesia area. Patient's status was described as fair. Three days later it was reported that the stimulation was turning off when the patient was sitting. It was stated that about 1-5 (presumably, minutes) later the implantable neurostimulator (ins) would turn back on. The patient hadn't used patient programmer to determine if ins status for stimulation was on/off or if the stimulation was in transition phase. Current impedance measurements were normal. Group impedance was 884 ohms. Six day later it was stated that there had been no other tests done. This patient had been reprogrammed several times and given multiple programming groups, two that had the sensor activated and group c that did not. All impedances were within normal limits. Another reprogramming would be done the next day. The patient was convinced that ever since a magnet from a freezer unit in a grocery store touched her ins this had been happening. Multiple calls had been placed to tech support since , patient's sensor had been reoriented, and multiple reprogramming sessions had been performed. The patient did feel the stimulation where it was needed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.